Event description:
The doctor reported that during a procedure the tip from a forceps had broken off and thought it was dislodged in the patient's eye. The patient was x-rayed and he stated that the patient x-ray is negative. He also stated it is too early to tell the patient's outcome. To date, no additional information has been received.

Manufacturer narrative:
No similar reports on this lot have been received. No parts were returned, therefore, root cause could not be determined in this investigation.